Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a history of intermittent loss of left ventricular capture. The patient was asymptomatic to the event. The patient was brought into the clinic on (B)(6) 2018 and the implantable cardioverter defibrillator was reprogrammed; the output was increased, resolving the issue. The patient will continue to be monitored with regular follow-up.